Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and a fracture on the lateral and medial side of the post. Gouge marks and dents were noted which is indicative of repeated use. The device history reports were reviewed and no discrepancies were found. Reported information states that the technician assembled the tibial articular surface provisional construct incorrectly and could not separate it. The technician then struck it with a mallet. The persona surgical technique instructs to apply gentle manual pressure without impacting the tibial articular surface provisional construct with either a mallet or hand. The root cause is considered to be misuse as the tech impacted the tibial articular surface provisional. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has now been reported that the provisional was fractured while the surgical technician was trying to separate the provisionals and the shim. He could not separate the devices as they had been incorrectly assembled. He then hit the provisional with a mallet, causing it to fracture. There was no patient involvement.

Event description:
It is reported that the device is fractured.